Event description:
Infant was 2nd birth in a set of twins. Mityvac vacuum extractor applied to facilitate delivery. At delivery, apgars were 1, 6 and 7 at 1, 5 & 10 minutes respectively. Following delivery a CT scan showed intracranial hemorrhage. At discharge the infant was acting normally neurologically.